Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their pump. The customer states they changed out their reservoir and the device was not showing a full reservoir. The customer's blood glucose level at the time of incident was 164mg/dl. Troubleshoot was conducted. The customer rewound the pump twice, and the status bar was not equivalent to the status menu. The customer was advised the pump would be replaced and returned for analysis.